Event description:
The customer's mother reported the customer receiving no delivery alarms from the insulin pump, which were resolved by a set change. The customer did not wish to return the infusion set or reservoir for analysis. The customer did not have a tubing clamp in order to complete high blood glucose troubleshooting during the call. The customer is being sent one and advised to call the helpline back after receiving it. The customer was advised to monitor the device and to call the helpline back if the issue recurred in order to properly troubleshoot. The customer's blood glucose value was not reported but the mother said it was high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.